Event description:
The bact fa bottle is a microbial growth monitor for aerobic and facultative anaerobic microorganisms. A technician was subculturing a positive bottle with a needle and syringe. Due to gas build up in the bottle, either the needle or the plunger came off of the bottle and blood splashed in the technician's face. The customer is not sure if it was the needle or the plunger that came off of the bottle. The technician was wearing goggles but not a face shield. The technician thinks the blood may have gotten into their mouth. The subculture from the bottle was positive for salmonella. The technician is now on antibiotics and is planning to see a physician.